Event description:
It was reported that prior to the unk procedure, when the packaging was opened the jaws of the device were closed. They did not want to use the device for the procedure. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, indicator wheel failure. Eval summary - the analysis report of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. The remaining 13 clips were conforming and then, the device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the mfg process. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. As the device was received out the sterile package, the event reported could not be confirmed. A batch record review was performed and no anomalies were found during the mfg process.